Event description:
.Healthcare professional reported left-side capsular contracture baker grade iii, ¿multiple polymer folds¿, and ¿moderate amounts of free pericapsular fluid." The device remains implanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture baker grade iii" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Physician later reported capsular contracture, baker grade IV.